Manufacturer narrative:
Evaluation completed. One opened bl5223w pack from lot w1835 was returned. The expiration date on the label is 2019-oct-18. The tip protector was in place, as it should be. The needle was bent. The port window was in the opened position. There was debris visible all over the outer needle shaft. The debris has the appearance of organic material. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle did not advance into the port window. It is bound up. There is no aspiration, the cutter was clogged. Due to evidence of use, the cause of the blockage and the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Refer to CAPA 610815. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1835 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.